Manufacturer narrative:
A specific root cause could not be identified. A typical cause for this type of issue is missampling caused by improper pre-analytical handling. It was found the customer used insufficient centrifugation settings which may have affected the sample quality. It was also found the customer was using an expired reference electrode which may have contributed to the issue.

Manufacturer narrative:
(B)(4)

Event description:
The customer received low ise indirect gen. 2 results for three patient samples that were questioned by the medical personnel in the ER. The samples were repeated on another cobas 6000 c (501) module analyzer and the results were higher. The original cobas 6000 c (501) module was recalibrated and qc was performed. The samples were then repeated on the original analyzer. The initial results were reported outside the laboratory. The results from the other cobas c501 analyzer were believed to be correct. The patient care was not affected as the results were questioned immediately. There was no adverse event. The sodium electrode was lot # w99 with an expiration of 18-dec-2017. The potassium electrode was lot # f29 with an expiration of 14-jan-2018. The field service representative could not find a cause. He ran ise checks, checked the electrode seals, and replaced the ise tubing. He checked the sample probe adjustments and the rinse mechanism. He ran mechanical checks and the customer ran calibration, qc, and precision testing.